Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a physician trained in the use of the starclose device, successfully completed an arteriotomy closure after an unknown procedure in 2006. The physician reported that the patient is experiencing an adverse effect of a tissue reaction from the clip. The reaction is 'white substance' and a narrowing of the inner diameter of the vessel lumen. No intervention was performed. No additional information available.